Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal on the bottom case was removed/broken. Cracked on right plunger case and hand written serial label on bottom case. All hinges on bottom cases are cracked. No damage on top case. Syringe empty was found in the event history log. The system empty message was found at the beginning of infusion test. The root cause of the reported issue was found to be a combination of main board and position pot were found contaminated. Replaced main board and position pot. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the syringe alarmed empty and it was not. No patient injury was reported.